Event description:
On 4/21/2023, it was reported by a sales representative via email that (2) ar-3670 fibertak biceps implant system would not seat. The surgeon re-loaded the anchors multiple times and attempted to implant them unsuccessfully. The case was completed using an ar-3633sp fibertak sp. This was discovered during a procedure. Additional information received on 4/27/2023: this was discovered during a triceps procedure on (B)(6) 2023. Nothing broke inside the patient and the case was completed successfully without further issues.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation, the device was discarded (4/27/2023). The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.